Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown; the caller stated that the blood glucose value was good. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared loose. However, the insulin pump was able to rewind. The insulin pump was not returned for analysis.